Event description:
New deep brain stimulator lead implanted. Pt noted shock like sensations when stimulator was turned on this fall. X-rays of the neck were taken and sent to medtronic, x-rays indicated that there was a fracture of the wire above the connector in the right lateral neck. Broken lead removed and replaced.